Event description:
Boston scientific received information that this patient was feeling diaphragmatic stimulation. A loss of capture, threshold changes and low amplitudes were noted on the right atrial lead. The patient could feel the stimulation in the morning and appeared to be positional related as well. It was later reported that this right atrial lead had dislodged. It was successfully repositioned without any adverse patient effects.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted setscrew marks noted on the terminal pin and ring. The terminal pin opening was clogged and shut with dried blood. There was a cut thought the insulation at 38.5 centimeters from the pin and dried blood was present in the lumen. The helix is physically normal. Resistance were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Pressure test failed at the site of the cut. Laboratory testing was unable to confirm the field allegations.